Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(6) 2015. The fse found that the wbc lyse reagent syringe was defective. The fse replaced the lyse syringe, which repaired the wbc issues. The repairs were verified per the fse. (B)(4).

Event description:
The customer reported the coulter act 5diff cap pierce (cp) analyzer was generating white blood cell (wbc) vote outs and wbc flags. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.